Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had experienced a loss or change of therapy. The patient stated the therapy did not work for her bladder issues and she had pain in her buttock at the implantable neurostimulator (ins) site. The patient stated she was hit by a metal door and the ins ¿turned off¿ and couldn't turn it back on because her patient programmer was stolen. The patient noted she was in the hospital for 2 months, but that it was not related to the therapy, and she was just now making arrangements to get the issue resolved. The patient noted she had arthritis that was not related to the therapy, and they did not know if that was the reason for the pain or not. The patient stated she saw the healthcare professional (hcp) and they won¿t know until they do a surgery in may to determine w hat the issue was and how to resolve it. The patient noted she had been in rehab to try to tighten up her abdomen to help reduce the hip pain, but it was not really helping. The patient noted they were hit by a metal door twice while moving furniture. It was noted the issues began in (B)(6) 2016. The patient noted she lost her patient programmer, but didn¿t know if she should order a patient programmer or not because she having devices issues and she thought they may just end up replacing her implant. The patient noted she had hip pain on the opposite side of the ins, but that was because she had discs removed and had arthritis which was not related to the therapy. Additional information from the patient reported pain and being stressed. Additional information from the consumer reported she had an upcoming move and she couldn¿t move and it was in pain. The patient stated the device did not work and they had an upcoming surgery. Additional information from the patient on march 30th reported she had revision surgery on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional (hcp) reported on 2017-01-03, they got the call from patient and they mentioned that device was implanted in 2014 and it was not working. It might be due fall they had it recently. They were scheduled to have appointments in (B)(6) 2017. Additional information received from healthcare professional reported that patient cancelled the appointments of two weeks in (B)(6) 2017 and mentioned that interstim was working for them. Additional information received as hcp reported on official visit on (B)(6) 2017 that patient had banged into their stimulator in (B)(6) while moving a few times and since then had noted their symptoms have recurred. Programmer was stolen too. Patient was voiding 3 times a day and 1 times in night but unable to hold at night and soiling a depends. There was no leaking in a day time but there was urgency. Programming noted that implant was off and sign of discomfort when it was turned on. There was replace implant and possible lead pending review of files. Additional information received as hcp reported on official visit on (B)(6) 2017 that patient came to discuss regarding interstim revision. The medtronic representative checked the device and with stimulation, patient had discomfort. There was mild tenderness on implant site. Patient was bothered by their urinary incontinence and had sign relief before they banged the implant since then they were getting pain with stimulation and not when it was off. It was suggested that doctor replace and check the lead in or replace implant. They agreed with the plan. Additional information received as hcp reported on (B)(6) 2017 that patient called in and stated that they wanted to cancel the surgery. Patient was looking for different doctor. Additional information received from patient that they had an injury when moving furniture and hit the implant. Patient began having pain, as well as leaking. Patient stated that the leaking stopped eventually but that they were still leaking a tiny bit and not able to cope with things. Patient stated the pain became severe, and they eventually had an x-ray performed, which showed something floating in/by the spine. Patient met with an medtronic rep at the hcp office, who checked the implant. Patient felt pain from the stim and throbbing in the bladder. Patient was looking for new doctor.

Manufacturer narrative:
Event date has been updated based on new information, and it is an approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting they had a fall with their first implant and the battery depleted way before 2 years in 2015, which contradicts the previously reported time line. The patient stated they had to wait 2 years after that to get a replacement as per their healthcare provider. The patient stated they brought an x-ray from their previous doctor to their current managing healthcare provider before the replacement, and they stated that the x-ray did not show what they needed to see if the ¿wire was off¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.